Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a holter monitor once their pacemaker reached elective replacement indicator. During an interrogation, intermittent inappropriate pacing inhibition was observed. Upon review, the right ventricular lead exhibited low impedance and a lead integrity anomaly was suspected. The lead was capped and replaced on (B)(6) 2019 during an elective device change out procedure. The patient was stable throughout.